Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heart-start xl defibrillator indicating that the battery was low, had burns. There was reportedly no patient involvement. Per sales-force, the battery was exhausted and there were severe burns. However, additional information was not provided as service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin (B)(6), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end of life terms and the device remains at the customer site. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the battery was low during the defibrillator test and a replacement is being requested. According to the source notes, the device was not in clinical use and no patient harm was reported. However, "severe burns" was also noted in the case, therefore in a conservative assessment, this event is being considered a serious injury. Additional information has been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.